Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had moved, was not flat, and needed re-adjusting. The device was "poking out" like a "hump on the butt" and was like a basketball. It was noted that the patient had lost weight (and was to have bariatric surgery on (B)(6) 2015) since the implant of the device and could feel the ins when they sat down. The physician noted that after the weight loss there was a plan to revise the ins to reposition it. The indication for use of the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent